Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the journal of shoulder and elbow surgery titled ¿independent third row augmentation of massive rotator cuff repairs: surgical technique with radiological and patient outcomes¿. The study reviewed eleven (11) patients who underwent shoulder procedures using arthrex swivelock to treat rotator cuff lesions. Three (3) patients were documented to have had failure (MRI), clinical failure, and reduction loss during the fifteen (15) month follow-up period. Ref: mackenzie, s. P., et al. (2025). "Independent third row augmentation of massive rotator cuff repairs: surgical technique with radiological and patient outcomes." Jses rev rep tech 5(2): 154-159.